Manufacturer narrative:
Final device analysis for the stimulator revealed the battery had reduced capacity due to overdischarge.

Manufacturer narrative:
Concomitant medical products: product ID 3587a, lot# l31278, implanted: (B)(6) 1993, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1993, product type: extension; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. A physician mode recharge (pmr) was not preformed. The patient reported that their ins was in discharge and he wanted a replacement with a prime ins. The patient wished he had never chosen the rechargeable platform. The patient thought that this was his 2nd or 3rd discharge. The patient did not want to perform a pmr. The patient had a pre-op appointment on (B)(6) 2015. The patient¿s status at the time of report was alive with no injury. The patient was unable or unwilling to recharge.

Event description:
The patient had the ins replaced on 04/22/2015. The patient left the hospital alive as an outpatient. The patient was receiving effective therapy and was happy to have a non-rechargeable ins implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.